Event description:
It was reported that a patient underwent a lap nephrectomy procedure on 5/5/2022 and a fibrin sealant preparation device was used. During the procedure the staff could not get the luer locks off in order to get the laparoscopic tip secured to the syringe. Another like device was opened to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No been using for years. How many times have they applied the laparoscopic tip? Too many to count. Was a sales representative present during the case when the issue was experienced? No. What is the lot number? B4ydf00531. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the dual applicator attached and luer lock damaged was returned, in addition the pre-filled syringe fill. In an attempt to replicate the reported incident, the device was functionally tested to detect any functional issues. Upon evaluation of the device, it was functionally tested, and the luers move but cannot remove the spray and drip tip from the adapter. No conclusion could be reached as to what may have caused the reported incident. Additional information: the actual device batch number associated with this event is not known. The following are the possible batch numbers: 2687976 & 2679300.if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: h6. Type of investigation additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 2679300 mfg date: september 3, 2020 ~ september 9, 2020, exp date: september 3, 2023 batch 2687976 mfg date: september 9, 2020 ~ september 14, 2020, exp date: september 10, 2023 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.